Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# sesr01 - the device was returned and analyzed. The exact cause of the confirmed high current drain could not be confirmed. The condition disappeared during analysis. (B)(4).